Manufacturer narrative:
: Correction : it was reported in the initial report: " it was noted in the service order that the device had a damaged hose." This information was reported in error. It was not reported that the device had a damaged hose.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the battery oscillator device control unit did not function. It was further determined that the device failed pretest for check the triggers and ecu (electronic control unit)., check the off/on/on mode and trigger test. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.